Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-nov-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the user access was limited. A technical support specialist (tss) spoke with the customer, who reported being able to log in but only seeing two buttons. Tss explained that this could be related to the station wexner not being assigned to her ID. The customer was advised to contact someone with the appropriate access to assign the station, but customer was unable to reach anyone at that time. The issue was later resolved by the customer's remote support team. The system functioned as intended after customer resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user had access issue. Customer was able to log in. After login, access was limited; the system only displayed user preferences and maintenance options. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.